Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, after sensor insertion, during sensor start up the receiver displayed a sensor failure. There was no sensor wire present as it did not deploy during insertion and was located in the sensor applicator. The sensor was insertion site was at abdomen. No additional event or patient information is available.